Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "barometer sensor range error" (diagnostic code 1114), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "barometer sensor range error" (diagnostic code 1114), had occurred. The remote service engineer (rse) advised the customer to verify the correct barometric pressure sensor function or replace the data acquisition (da) printed circuit board assembly (pcba). This investigation is ongoing.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The issue occurred while the customer was testing the unit. The customer replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.